Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At activation in (B)(6) 2019, in situ testing showed affected channels. The recipient had no access to sound with the device. After 3 months of observation, there was no change. There was no report of an accident or trauma. The recipient was re-implanted on (B)(6) 2019, also with +compressed array.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation in (B)(6) of 2019, in situ testing showed affected channels. The user had no access to sound with the device. After 3 months of observation, there was no change. The recipient was re-implanted.